Manufacturer narrative:
Device is a combination product. B5 - describe event or problem was updated.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 24 x 3.00 promus elite drug-eluting stent was advanced but failed to cross the lesion due to angulation and diffuse atherosclerosis of the vessel. However, upon removal, it was noticed that couple of the stent struts were lifted up. Pre-dilatation was performed with a non-complaint balloon and the procedure was completed with another of the same device. There were no patient complications reported and the patient was discharged in excellent condition. It was further reported that the 80% stenosed target lesion with no significant bend was located in the moderately tortuous and midly calcified right coronary artery. The lesion was pre-dilated with emerge and nc emerge balloon catheter up to 40% residual stenosis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 24 x 3.00 promus elite drug-eluting stent was advanced but failed to cross the lesion due to angulation and diffuse atherosclerosis of the vessel. However, upon removal, it was noticed that couple of the stent struts were lifted up. Pre-dilatation was performed with a non-complaint balloon and the procedure was completed with another of the same device. There were no patient complications reported and the patient was discharged in excellent condition. It was further reported that the 80% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery. The lesion was pre-dilated with emerge and nc emerge balloon catheters resulting to 40% residual stenosis.

Manufacturer narrative:
Device is a combination product. B5 - describe event or problem was updated. Device evaluated by MFR.: p elite us mr 24 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. A stent strut from the mis-section of the stent was lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 24 x 3.00 promus elite drug-eluting stent was advanced but failed to cross the lesion due to angulation and diffuse atherosclerosis of the vessel. However, upon removal, it was noticed that couple of the stent struts were lifted up. Pre-dilatation was performed with a non-complaint balloon and the procedure was completed with another of the same device. There were no patient complications reported and the patient was discharged in excellent condition.